Event description:
This is a spontaneous case report received on 04-may-2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. The plaintiff was implanted with essure and subsequently had the device removed due to complications. Follow-up received on 20-may-2016: quality safety evaluation of ptc: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. This event is listed according to essure's reference safety information. This case was received through a legal claim which included several plaintiffs and the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. A product technical complaint investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (batch no. 276389) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), vaginal haemorrhage ("abnormal vaginal bleeding"), hot flush ("hot flashes"), menorrhagia ("menorrhagia"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), abdominal pain lower ("lower stomach side pain") and gastrointestinal disorder ("gastrointestinal or digestive system condition"). The patient was treated with surgery ((B)(6) 2015 (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, mood swings, vaginal haemorrhage, hot flush, menorrhagia, cystitis, urinary tract infection, migraine, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, abdominal pain lower and gastrointestinal disorder outcome was unknown. The reporter considered abdominal pain lower, cystitis, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, hot flush, menorrhagia, migraine, mood swings, pelvic pain, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 28-feb-2018: the pfs received: previously reported ¿device complications¿ was replaced by specific events: pain, abdominal pain , abnormal bleeding (vaginal, menorrhagia), dysmenorrhea, dyspareunia, vaginal discharge,hot flashes, mood swings, bladder infection, urinary infection, migraines / headaches, fatigue, gastrointestinal or digestive system condition. Previously reported ¿medical device removal¿ was deleted and considered as treatment for new events. Essure lot number and new reporter were added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), menorrhagia ("menorrhagia") and uterine haemorrhage ("abnormal uterine bleeding") in an adult female patient who had essure (batch no. 276389) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 2 and multigravida. Concurrent conditions included arrhythmia, fever, hypothermia, hypoxia, nausea, vomiting, constipation, abdominal distension, gerd, genital herpes simplex, vitamin d deficiency, vulvovaginitis, vulvovaginitis, duodenitis, gastritis, hiatal hernia, esophagitis, urinary frequency, hemorrhagic ovarian cyst, depression, perineal pain, perineal pain, endometriosis, injury nos and fluid imbalance. Concomitant products included bisoprolol fumarate, marvelon (primera), sertraline (zoloft), sumatriptan (imitrex) and vicodin (norco). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), mood swings ("mood swings"), vaginal haemorrhage ("abnormal vaginal bleeding"), hot flush ("hot flashes"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), abdominal pain lower ("lower stomach side pain") and gastrointestinal disorder ("gastrointestinal or digestive system condition"). The patient was treated with macrogol (miralax), surgery ((B)(6) 2015 (hysterectomy with bilateral salpingo-oopherectomy) and surgery (endometrial ablation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, uterine haemorrhage, mood swings, vaginal haemorrhage, hot flush, cystitis, urinary tract infection, migraine, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, abdominal pain lower and gastrointestinal disorder outcome was unknown. The reporter considered abdominal pain lower, cystitis, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, hot flush, menorrhagia, migraine, mood swings, pelvic pain, urinary tract infection, uterine haemorrhage, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: both ostia were visualized, and the essure device was inserted without complication into the left ostia with 1 coil visible and 3 coils at the end showing at the other side. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: pelvic mass. Hysterosalpingogram - on an unknown date: bilateral occlusion. Liver function test - on an unknown date: abnormal. Ultrasound scan vagina - on an unknown date: right ovarian cyst, likely hemorrhagic. Concerning the injuries in the case, the following ones were described in patient's medical records: uterine haemorrhage (confirming genital haemorrhage), dysmenorrhea, vaginal discharge, menorrhagia, pelvic pain, abdominal pain lower, migraine. Most recent follow-up information incorporated above includes: on 1-mar-2018: mr received: new reporters, treatment medications, historical conditions, concomitant medication and disease, new event uterine haemorrhage added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), menorrhagia ("menorrhagia"), the first episode of uterine haemorrhage ("abnormal uterine bleeding") and the second episode of uterine haemorrhage ("abnormal uterine bleeding") in an adult female patient who had essure (batch no. 276389) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 2 and multigravida. Concurrent conditions included arrhythmia, fever, hypothermia, hypoxia, nausea, vomiting, constipation, abdominal distension, gerd, genital herpes simplex, vitamin d deficiency, vulvovaginitis, duodenitis, gastritis, hiatal hernia, esophagitis, urinary frequency, hemorrhagic ovarian cyst, depression, perineal pain, perineal pain, endometriosis, injury nos, fluid imbalance, asthma and hypertension. Concomitant products included aciclovir (acyclovir [aciclovir]), alprazolam (xanax), atenolol, bisoprolol fumarate, budesonide w/formoterol fumarate (symbicort), cyclobenzaprine, diclofenac (voltaren), eszopiclone (lunesta), fluoxetine, fluticasone propionate (flonase), gabapentin, marvelon (primera), metoprolol, naproxen sodium (naprelan), olmesartan medoxomil (benicar), paracetamol (acetaminophen), salbutamol (albuterol), sertraline (zoloft), sumatriptan (imitrex), tramadol, vicodin (norco) and zolpidem tartrate (ambien). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia") and vaginal discharge ("vaginal discharge"). In march 2015, the patient experienced vaginal infection ("vaginal infection"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), the first episode of uterine haemorrhage (seriousness criterion medically significant), mood swings ("mood swings"), hot flush ("hot flashes"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), migraine ("migraines / headaches"), fatigue ("fatigue"), abdominal pain lower ("lower stomach side pain"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), constipation ("gastrointestinal or digestive system condition type: constipation"), white blood cell count increased ("white blood count high"), headache ("headache") and the second episode of uterine haemorrhage (seriousness criterion medically significant). The patient was treated with macrogol (miralax), surgery ((B)(6) 2015 (hysterectomy with bilateral salpingo-oopherectomy) and surgery (endometrial ablation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving, the menorrhagia, vaginal haemorrhage, dysmenorrhoea, fatigue and the last episode of uterine haemorrhage had not resolved, the mood swings, hot flush, cystitis, urinary tract infection, abdominal pain lower, gastrointestinal disorder and white blood cell count increased outcome was unknown and the migraine, dyspareunia, vaginal discharge and headache had resolved. The reporter considered abdominal pain lower, constipation, cystitis, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, hot flush, menorrhagia, migraine, mood swings, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, white blood cell count increased, the first episode of uterine haemorrhage and the second episode of uterine haemorrhage to be related to essure. The reporter commented: both ostia were visualized, and the essure device was inserted without complication into the left ostia with 1 coil visible and 3 coils at the end showing at the other side. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: pelvic mass. Hysterosalpingogram - on an unknown date: bilateral occlusion. Liver function test - on an unknown date: abnormal. Ultrasound scan vagina - on an unknown date: right ovarian cyst, likely hemorrhagic. Concerning the injuries in the case, the following ones were described in patient's medical records: uterine haemorrhage (confirming genital haemorrhage), dysmenorrhea, vaginal discharge, menorrhagia, pelvic pain, abdominal pain lower, migraine. Most recent follow-up information incorporated above includes: on 5-jun-2018: pfs and medical record received: reporter information, patient details, other relevant history, product information, concomitant drugs, events- abnormal uterine bleeding, gastrointestinal or digestive system condition type: constipation, white blood count high, vaginal infection, headache, were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), menorrhagia ("menorrhagia"), the first episode of uterine haemorrhage ("abnormal uterine bleeding") and the second episode of uterine haemorrhage ("abnormal uterine bleeding") in an adult female patient who had essure (batch no. 276389-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 2 and multigravida. Ethnicity- african american. Concurrent conditions included arrhythmia, fever, hypothermia, hypoxia, nausea, vomiting, constipation, abdominal distension, gerd, genital herpes simplex, vitamin d deficiency, vulvovaginitis, duodenitis, gastritis, hiatal hernia, esophagitis, urinary frequency, hemorrhagic ovarian cyst, depression, perineal pain, perineal pain, endometriosis, injury nos, fluid imbalance, asthma, hypertension and bleeding genital. Concomitant products included aciclovir (acyclovir [aciclovir]), alprazolam (xanax), atenolol, bisoprolol fumarate, budesonide w/formoterol fumarate (symbicort), cyclobenzaprine, diclofenac (voltaren), eszopiclone (lunesta), fluoxetine, fluticasone propionate (flonase), gabapentin, marvelon (primera), medroxyprogesterone (depo provera), metoprolol, naproxen sodium (naprelan), olmesartan medoxomil (benicar), paracetamol (acetaminophen), salbutamol (albuterol), sertraline (zoloft), sumatriptan (imitrex), tramadol, vicodin (norco) and zolpidem tartrate (ambien). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia") and vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient experienced vaginal infection ("vaginal infection"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), the first episode of uterine haemorrhage (seriousness criterion medically significant), mood swings ("mood swings"), hot flush ("hot flashes"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), migraine ("migraines / headaches/chronic migraines"), fatigue ("fatigue"), abdominal pain lower ("lower stomach side pain"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), constipation ("gastrointestinal or digestive system condition type: constipation"), white blood cell count increased ("white blood count high"), headache ("headache"), the second episode of uterine haemorrhage (seriousness criterion medically significant), anxiety ("anxiety") and depression ("depression"). The patient was treated with macrogol (miralax), surgery (hysterectomy with bilateral salpingo-oopherectomy) and surgery (endometrial ablation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving, the menorrhagia, vaginal haemorrhage, dysmenorrhoea, fatigue and the last episode of uterine haemorrhage had not resolved, the mood swings, hot flush, cystitis, urinary tract infection, abdominal pain lower, gastrointestinal disorder, white blood cell count increased, anxiety and depression outcome was unknown and the migraine, dyspareunia, vaginal discharge and headache had resolved. The reporter considered abdominal pain lower, anxiety, constipation, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, hot flush, menorrhagia, migraine, mood swings, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, white blood cell count increased, the first episode of uterine haemorrhage and the second episode of uterine haemorrhage to be related to essure. The reporter commented: both ostia were visualized, and the essure device was inserted without complication into the left ostia with 1 coil visible and 3 coils at the end showing at the other side. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: pelvic mass hysterosalpingogram - on an unknown date: bilateral occlusion liver function test - on an unknown date: abnormal. Ultrasound scan vagina - on an unknown date: right ovarian cyst, likely hemorrhagic (B)(6) 2015, pathology report showed uterus with right and left fallopian tubes and ovaries, hysterectomy and bilateral salpingooophorectomy specimen received in formalin in a container labeled "mask" and "uterus, cervix, bilateral fallopian tubes and ovaries ¿consists of an intact uterus and cervix with bilateral attached fallopian tubes and ovaries. The uterus and cervix is 64grams and is 7.8 x 4.8 x 3.2 cm. The serosa is tan-pink and smooth. The ectocervical mucosa is smooth tan-pink. The ectocervical os and endocervical canal are patent. The endometrium is flat tan-pink and less than 0.1 cm thick. The myometrium is rubbery tan to tan-pink and is 0.5 cm in greatest dimension. A small, 0.8 cm submucosal nodule¿s identified. Embedded within each cornu is a silver colored metallic coil. The right and left imbricated fallopian tubes are 7.3 cm in length to 0.6 cm in diameter and 6.7 cm in length by 0.5 cm in diameter, respectively. The serosal surfaces are pink-tan-purple and smooth. The cut surfaces are soft pale tan and reveal a ciliate lumen. The right and left ovaries are 3.2 x 2.0 x 1.5 cm and 4.2 x 2.2 x 1.5 cm, respectively. The cortical surfaces are yellowtan to tan pink. The cerebriform and cut surfaces are mottled tan-pink. The ovaries are remarkable for multiple subcortical cysts ranging from 0.4 to 0.8 cm in greatest dimension. Representative sections are submitted in cassettes as follows: serosa, anterior cervix, posterior cervix, anterior endomyometrium, posterior endomyometrium to include nodule, right adnexa, left adnexa. Normal-appearing uterus and left adnexa right ovary with endometriosis implant noticed adhesions involving the posterior cul-de-sac, uterosacral ligament, large bowel, and right pelvic sidewall consistent with endometriosis.normal appearing liver edge and gallbladder. Concerning the injuries in the case, the following ones were described in patient's medical records: uterine haemorrhage (confirming genital haemorrhage), dysmenorrhea, vaginal discharge, menorrhagia, pelvic pain, abdominal pain lower, migraine. Most recent follow-up information incorporated above includes: on 25-sep-2018: update of information (batch is not valid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), menorrhagia ("menorrhagia"), the first episode of uterine haemorrhage ("abnormal uterine bleeding") and the second episode of uterine haemorrhage ("abnormal uterine bleeding") in an adult female patient who had essure (batch no. 276389) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 2 and multigravida. Ethnicity- african american. Concurrent conditions included arrhythmia, fever, hypothermia, hypoxia, nausea, vomiting, constipation, abdominal distension, gerd, genital herpes simplex, vitamin d deficiency, vulvovaginitis, duodenitis, gastritis, hiatal hernia, esophagitis, urinary frequency, hemorrhagic ovarian cyst, depression, perineal pain, perineal pain, endometriosis, injury nos, fluid imbalance, asthma, hypertension and bleeding genital. Concomitant products included aciclovir (acyclovir [aciclovir]), alprazolam (xanax), atenolol, bisoprolol fumarate, budesonide w/formoterol fumarate (symbicort), cyclobenzaprine, diclofenac (voltaren), eszopiclone (lunesta), fluoxetine, fluticasone propionate (flonase), gabapentin, marvelon (primera), medroxyprogesterone (depo provera), metoprolol, naproxen sodium (naprelan), olmesartan medoxomil (benicar), paracetamol (acetaminophen), salbutamol (albuterol), sertraline (zoloft), sumatriptan (imitrex), tramadol, vicodin (norco) and zolpidem tartrate (ambien). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia") and vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient experienced vaginal infection ("vaginal infection"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), the first episode of uterine haemorrhage (seriousness criterion medically significant), mood swings ("mood swings"), hot flush ("hot flashes"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), migraine ("migraines / headaches/chronic migraines"), fatigue ("fatigue"), abdominal pain lower ("lower stomach side pain"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), constipation ("gastrointestinal or digestive system condition type: constipation"), white blood cell count increased ("white blood count high"), headache ("headache"), the second episode of uterine haemorrhage (seriousness criterion medically significant), anxiety ("anxiety") and depression ("depression"). The patient was treated with macrogol (miralax), surgery ((B)(6) 2015 (hysterectomy with bilateral salpingo-oopherectomy) and surgery (endometrial ablation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving, the menorrhagia, vaginal haemorrhage, dysmenorrhoea, fatigue and the last episode of uterine haemorrhage had not resolved, the mood swings, hot flush, cystitis, urinary tract infection, abdominal pain lower, gastrointestinal disorder, white blood cell count increased, anxiety and depression outcome was unknown and the migraine, dyspareunia, vaginal discharge and headache had resolved. The reporter considered abdominal pain lower, anxiety, constipation, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, hot flush, menorrhagia, migraine, mood swings, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, white blood cell count increased, the first episode of uterine haemorrhage and the second episode of uterine haemorrhage to be related to essure. The reporter commented: both ostia were visualized, and the essure device was inserted without complication into the left ostia with 1 coil visible and 3 coils at the end showing at the other side. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: pelvic mass hysterosalpingogram - on an unknown date: bilateral occlusion liver function test - on an unknown date: abnormal ultrasound scan vagina - on an unknown date: right ovarian cyst, likely hemorrhagic (B)(6) 2015, pathology report showed uterus with right and left fallopian tubes and ovaries, hysterectomy and bilateral salpingooophorectomy specimen received in formalin in a container labeled "mask" and "uterus, cervix, bilateral fallopian tubes and ovaries ¿consists of an intact uterus and cervix with bilateral attached fallopian tubes and ovaries. The uterus and cervix is 64grams and is 7.8 x 4.8 x 3.2 cm. The serosa is tan-pink and smooth. The ectocervical mucosa is smooth tan-pink. The ectocervical os and endocervical canal are patent. The endometrium is flat tan-pink and less than 0.1 cm thick. The myometrium is rubbery tan to tan-pink and is 0.5 cm in greatest dimension. A small, 0.8 cm submucosal nodule¿s identified. Embedded within each cornu is a silver colored metallic coil. The right and left imbricated fallopian tubes are 7.3 cm in length to 0.6 cm in diameter and 6.7 cm in length by 0.5 cm in diameter, respectively. The serosal surfaces are pink-tan-purple and smooth. The cut surfaces are soft pale tan and reveal a ciliate lumen. The right and left ovaries are 3.2 x 2.0 x 1.5 cm and 4.2 x 2.2 x 1.5 cm, respectively. The cortical surfaces are yellowtan to tan pink. The cerebriform and cut surfaces are mottled tan-pink. The ovaries are remarkable for multiple subcortical cysts ranging from 0.4 to 0.8 cm in greatest dimension. Representative sections are submitted in cassettes as follows: serosa, anterior cervix, posterior cervix, anterior endomyometrium, posterior endomyometrium to include nodule, right adnexa, left adnexa. Normal-appearing uterus and left adnexa right ovary with endometriosis implant noticed adhesions involving the posterior cul-de-sac, uterosacral ligament, large bowel, and right pelvic sidewall consistent with endometriosis. Normal appearing liver edge and gallbladder. Concerning the injuries in the case, the following ones were described in patient's medical records: uterine haemorrhage (confirming genital haemorrhage), dysmenorrhea, vaginal discharge, menorrhagia, pelvic pain, abdominal pain lower, migraine most recent follow-up information incorporated above includes: on 18-sep-2018: reporter information was updated. Per plaintiff fact sheet events: anxiety and depression were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs